Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise reversion episodes and a lead fracture was suspected. The lead was capped and replaced.